Manufacturer narrative:
(B)(4): eval method: device history review and product return are pending. Results: device history review and product return are pending. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis. Conclusion: the cause of the event can not be determined at the time. Should additional info be provided, the event will be updated and a supplemental medwatch filed. Additional info from the user facility report: (B)(4), eopa 22fr, model# eopa 22fr, lot# 2010081991, (B)(6).

Event description:
Additional info from user facility report: title: xxxxx. Event desc: upon aortic cannulation, the aortic cannula broke right above the purse string. The pt bled out rapidly causing low blood pressure. The surgeon was able to do a venous cannulation of the right atrium and volume was infused via a venous cannula. Two units of rbc's were given through the cardiopulmonary bypass (cpb) circuit. The pt's blood pressure increased to an acceptable level. A new aortic cannula was inserted. The pt went on cbp and the case continued in normal fashion.